Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a left tka revision. During insertion of 9 left crs femur with 4 mm distal augments and posterior 8 mm augments with a 40 fully coated sleeve and 18x60 pressfit stem, it was noted there was a fracture of the femur. The femur broke in the revised femur with implantation of final component. After complete implantation, there was a cable placed around the femur. The surgeon also had difficulty reducing the poly. A surgical delay of 25 minutes to cable femur. The poly was appropriately sized for the pt. Planned resections and trialing were appropriately sized.